Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg became inoperable. It was noted the patient previously had an unrelated procedure where the ipg was not set to MRI mode. The patient met with a company representative and the rep was able to connect with the device, resolving the issue.